Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex enteral colonic stent was to be used to treat a 3 cm malignant stenosis in the sigmoid colon during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure the physician was able to deploy the stent; however, the physician experienced severe resistance when attempting to remove the stent delivery system. The physician then forcibly pulled back on the delivery system. Under fluoroscopy, it was then noted that the stent was damaged. The physician felt that damaged stent might become occluded by feces, so the stent was removed from the patient using forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallflex¿ colonic stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was deployed and damaged. The clear outer sheath was kinked and no ptfe delamination was seen post-dissection. No issues were found with the inner shaft. In addition, the stent was severely kinked and flattened and the stainless steel shaft was bent. The noted damages to the device was consistent with the application of excessive force to the delivery system and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex enteral colonic stent was to be used to treat a 3 cm malignant stenosis in the sigmoid colon during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure the physician was able to deploy the stent; however, the physician experienced severe resistance when attempting to remove the stent delivery system. The physician then forcibly pulled back on the delivery system. Under fluoroscopy, it was then noted that the stent was damaged. The physician felt that damaged stent might become occluded by feces, so the stent was removed from the patient using forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.